Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement test. The device had minor scratches on the lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose levels are over 600 mg/dl. Customer advised every couple of days their blood glucose will go down after manual injections are performed, however during the evening time they will rise. Troubleshooting for high blood glucose levels was performed. Customer advised they are using manual injections to treat their high blood glucose levels. Customer advised they have had a few bent cannulas in the past. Customer advised the settings on the device were adjusted a few months ago and they increased the basal rate. Customer declined high pressure test. Customer was advised to change out the entire set and reservoir. Customer advised there is a crack on the display screen. Troubleshooting for the cosmetic damage was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.